Event description:
User facility medwatch received from cdrh which states "perclose percutaneous aterial puncture site closure device applied after arteriogram resulted in arterial injury and infected pseudoaneurysm of the common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Additional info has been requested from the customer. At present, no additional info has been received.

Event description:
User facility medwatch received form cdrh which states "perclose percutaneous arterial puncture site closure device applied after arteriogram resulted in arterial injury and infected pseudoaneurysm of the common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Additional information has been requested from the customer. At present, no additional information has been received.

Event description:
The following additional info was received from the reporter after submission of the initial medwatch: the perclose device was used following a neurological radiology procedure. The pt symptoms were unknown to the reporter. It was reported the symptoms "had developed overtime." The pt had an arterial resection and reconstruction for a total of three times before complete repair was achieved. The pt required three separate hospitalizations for the surgeries.